Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen and another unknown drug at unknown concentrations and doses via an implantable pump for intractable spasticity. Compatibility guidelines were requested for an MRI and it was indicated that the procedure was due to a problem with the device or therapy. It was reported on (B)(6) 2017 that they were doing an MRI (magnetic resonance imaging) to check on the catheter to see if it was too close to the spine. It was indicated that the catheter was too close to the spine starting from implant (B)(6) 2016. It was noted that the pump was helping with the spasticity but the patient was not able to walk and did not have any strength in the legs starting on an unknown date about four to five weeks ago. It was also noted that the patient was overdosed four to five weeks ago on an unknown date. It was reported that the doctor did a dye study on the pump four to five weeks ago and the doctor told the patient the pump was functioning as it should and that the medication was going through the catheter. It was stated that the patient was not happy with the therapy. No further complications were reported.